Event description:
It was reported that the arctic sun device was failing calibration for low pressure. A check of the diagnostics in manual control showed that the circulation pump could not maintain inlet pressure at a command of less than 61 percentage. They would order and replace the pump onsite. Per biomed tech via phone on 31jan2024, it was reported that the employee that reported this complaint was no longer employed with this facility.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed circulation pump. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the arctic sun device was failing calibration for low pressure. A check of the diagnostics in manual control showed that the circulation pump could not maintain inlet pressure at a command of less than 61 percentage. They would order and replace the pump onsite.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed circulation pump. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI related data quality updates only. UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was failing calibration for low pressure. A check of the diagnostics in manual control showed that the circulation pump could not maintain inlet pressure at a command of less than 61 percentage. They would order and replace the pump onsite. Per biomed tech via phone on 31jan2024, it was reported that the employee that reported this complaint was no longer employed with this facility.